Manufacturer narrative:
Product analysis: the stylette and sheath were returned with the device with no damage evident. The distal tip was stretched and damaged. A 0.015inch patency mandrel could not be loaded via the distal tip due to the damage present. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 15th distal stent segment was deformed with raised strut. (B)(4).

Event description:
The physician intended to use an endeavor resolute stent. The device was removed from packaging per IFU and inspected with no issues noted. The target lesion in the distal lcx had 70% stenosis, severe calcification and moderate tortuosity. Lesion was pre-dilated with a 2.0x 20 mm balloon. Resistance was encountered advancing the device and excessive force was applied. It was reported that the endeavor resolute device could not pass through the lesion and was deformed in vivo during positioning. The procedure was completed using a 2.25 x 24 mm endeavor resolute stent. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy i.e. The event was procedural related and not device related. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.